Event description:
It was reported that the device presents x on the screen. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a service quote was provided. The customer did not indicate accepting the service quote therefore this will be documented as a malfunction the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device presents x on the screen. There was reportedly no patient involvement.